Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and it sparked. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed exposed wires with sparking at the strain relief, though there was no evidence of burning or fire and no breach in the transformer housing. The customer also indicated that no injuries were sustained as a result of the issue and that she would return the power supply. As of the date of this report, the power supply has not been received for testing/analysis. A final attempt by letter to get the product back was unsuccessful. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.